Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing lead impedance and noise were observed on the right ventricular (rv) lead. Lead insulation breach was also noted during lead replacement procedure. The lead was capped and replaced on (B)(6) 2021. The patient was stable.